Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 40 mg/dl. Customer stated that attempted to upload the pump to data care link but was unsuccessful. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.